Event description:
Reporter alleged blood glucose measures 171 mg/dl back to back with a result of 60 mg/dl when testing was performed 5 minutes apart on the advantage system. The location of the testing was not provided. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot 549431 with an expiration date of 01-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.